Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to other devices (bayer contour, freestyle lite and onetouch verioiq). The reporter preformed multiple comparison tests and claimed obtaining the following blood glucose readings of "358 mg/dl" with the subject meter and "242 mg/dl" on the bayer contour; "358 mg/dl" with the subject meter and "260 mg/dl" on the freestyle lite and finally, "358 mg/dl" on the subject meter and "200 mg/dl" on the onetouch verioiq. Each set of comparison tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.